Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported that there was no particular reason why another pump was implanted without removing the pump that had been implanted in 2015 during the replacement of the catheter on (B)(6) 2018, but the event corresponded with the suspicion of the operability of the pump. Therefore, the initial pump was filled with saline solution instead. It was further clarified that rather than ¿deterioration of spasticity¿, the patient was in a state where spasticity was not well controlled. There were no abnormalities in test values, and there was no [further] patient injury. Although it was considered that the spasticity was difficult to be controlled, further information was unknown at this point.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot #: n769194003, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8637-40, serial #: (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID: 8711, lot #: j11150r46, implanted: (B)(6) 2002, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-nov-2019, UDI #: (B)(4). Product ID: 8711, serial/lot #: (B)(4), ubd: 21-mar-2004, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon (unknown con centration) at 600 mcg/day via an implantable pump for spinocerebellar degeneration. It was initially reported that 40 ml pump ((B)(4)) and catheter (j11150r46) were ¿replaced on (B)(6) 2019.¿ however, further information clarified that the 40 ml pump ((B)(4)) and catheter (j11150r46) were not replaced on that date. It was further clarified that a new 20 ml pump ((B)(4)) and catheter (n769194003) were implanted on (B)(6) 2018, and [the 40 ml pump ((B)(4)) and catheter (j11150r46)] remained implanted in the patient¿s body. Immediately after the placement of the new 20 ml pump ((B)(4)) and catheter (n769194003), deterioration of spasticity developed, and the patient began to complain of pain. The detailed time was unknown. It was also noted that the patient began experiencing pain in the lower extremities due to deterioration of spasticity ¿around (B)(6) 2018.¿ the classification of severity was ¿6 (serious)¿. The causality was not attributed to the drug, pump, or programmer. It was unknown if the causality was attributed to the catheter or surgical procedure. Because it seemed that there was no problem with the pump, the physician was sure that the event was attributed to the catheter. On (B)(6) 2019, a new catheter (hg2pla3h20) was connected to 40 ml pump ((B)(4)) and used. The 20ml pump ((B)(4)), catheter (n769194003), and catheter (j11150r46) were removed. The outcome of the event was unknown. The de vices were discarded by the customer. When asked for cause/clarification, the hcp¿s response via daiichi via a manufacturer representative indicated that the catheter issue remained unknown. Further medical history was unknown. No further complications were reported.